Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported a lost sensor alarm. The customer's blood glucose was 47 mg/dl at the time of incident. The customer was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.